Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a hysterectomy, the fixation balloon burst during inflation. Another device was opened, and the same issue occurred. A third device was used to complete the surgery. There was no patient injury or ill-effects. There was no medical intervention required. There was no unanticipated tissue loss, tissue damage or bleeding. No reinforcement material was used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as ok. One device was discarded by the customer but one will be returned for evaluation.